Manufacturer narrative:
The calibration data showed that several alarms were noted. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found that the ise (ion-selective electrode) flow path needed to be cleaned. He performed ise flow path cleaning and replaced the syringe seals. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 126 mmol/l. The repeated result was 135 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the initial result didn't match the patient's clinical history.